Manufacturer narrative:
The technician found the bed to be working properly when functions were checked. The malfunction could not be duplicated.

Event description:
Information received indicates the loss of head up.